Manufacturer narrative:
H11: correction: b1 and h1 were updated to report type adverse event.

Manufacturer narrative:
The associated complaint device was returned and evaluated. We were able to confirm that the black snap lock nut was broken. A broken snap lock nut will prevent the handpiece from moving the drill to the needed positions. Further investigation into this type of issue is currently being investigated.

Event description:
It was reported that handpiece failed during procedure. It was opened up and noted that the black rubber tip had "come undone" and its usually glued in place. Surgery was completed as a manual procedure and a delay of less than 30 minutes was reported. No injuries to patient.